Event description:
It was reported that the device was returned due to high ohm's resistance. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found the device was received in good condition, no physical damage observed. Functional testing confirmed the complaint, when it failed an electrical test. Root cause was attributed to a black heater wire not securely set into the printed circuit board (pcb). Reset heater wire securely. Performed preventative maintenance. Calibrated device. Device passed functional testing after the completed repairs. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.